Manufacturer narrative:
Correction: d4: model #. H4: lot ot 23g29t360 was assembled at baxter malta (using batches 180523a and 220623a) and packed in baxter tunisia. Batch 180523a was manufactured on 18 may 2023 and batch 220623a was manufactured on 22 june 2023. H11: the actual sample was not received for evaluation; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested under water and no leaks were observed. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: patient is pediatric. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the filtering part. This was observed during patient infusion with etoposide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.